Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of over 600 mg/dl, specific value was not provided. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently hospitalized and treated with intravenous fluids of saline and insulin and was discharged on (B)(6) 2025 with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.